Manufacturer narrative:
The affected device was returned. Our investigation included a review of complaint history for the affected batch which revealed no prior complaints associated with infection. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the sterilization processes for the affected batch revealed that the device processed according to all required specifications. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to resolved metaphyseal infection.